Event description:
The customer reported that a lipid and vamin infusion was started at a rate of 13.4 ml/h and 58mls/h, however approx 45 minutes later they noted that 36mls of lipid and 135 mls of vamin had been infused. No pt harm or medical intervention was reported. No add'l pt/event info was provided.

Manufacturer narrative:
(B)(4). The same report for a different part number was reported under MFR report number: 9616066-2014-01088. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.